Event description:
It was reported that a patient would be referred for a full revision surgery. Systems diagnostic results were 7/limit/high/yes. No x-rays have been taken. The patient has been referred for a surgical consult however, surgery has not occurred.